Event description:
It was reported by the surgeon that during the procedure, he required face reamers for the osteotomy preparation. These were not provided. The surgeon used reamers that he had available within the hosp. There was no adverse affects on the pt.

Manufacturer narrative:
This issue is a surgeon preference comment related to the instrumentation supplied and is not a reportable event. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Proximal femur implant corrected to limb salvage system.

Event description:
It was reported by the surgeon that during the procedure he required face reamers for the osteotomy preparation. These were not provided. The surgeon used reamers that he had available within the hospital. There was no adverse affects on the patient. This is a supplemental report to 3004105610-2015-00009 ((B)(4)).

Manufacturer narrative:
This report is related to reamers not being present, therefore there is no device available for return. An investigation is currently being undertaken to identify the requirements for the procedure and the instruments that are provided.